Event description:
During a routine check by customer it was reported that the display would flicker when turned on. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The complaint is under investigation. Wer are following up with the customer service of the device. A supplemental report will be submitted when new information becomes available. (B)(4).